Event description:
Had a cerebral angiogram. Starflex device used to seal right femoral artery. Have had discomfort/pain since at the groin/right labia and the top of the thigh with some incontinence. Difficulty walking for long periods of time or sitting where there is pressure on the groin/thigh. The device has nicked the artery and surrounding nerves and over nine and a half months later there has been no improvement.